Event description:
Caller states that the trach that was placed in the pt on (B)(6) 2012 started to lose air within a week and was replaced on (B)(6) 2012. Caller states that the pilot balloon is inflated then it deflates during the night.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.